Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his daughter found him passed out at home and they called the ambulance on (B)(6) 2016. The customer was given a shot to get his blood glucose level back up in the ambulance. The customer was kept in the hospital 3 to 4 days and was released when his blood glucose level was stable. Customer's blood glucose level was 28 mg/dl. The customer had a high blood glucose level and he kept bolusing, giving himself too much insulin causing the low. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.